Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. The c-channel on the device would not lock the guidewire in place and when the device was removed from the pt the guidewire came out with the device. The same event happened with a second device (subject device) and the case was completed with a different device and guidewire. There were no reported pt complications. Refer to MFR report #3005099803-2008-06960 for details regarding the first device.

Manufacturer narrative:
(Guidewire channel damaged). The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.